Event description:
It was reported that a manipulation under anesthesia was performed to the patient as she developed arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the root cause for the ¿manipulation under anesthesia¿ was the stated arthrofibrosis. A revision was not performed and no follow-up information has been submitted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.